Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address poly spin out due to the gap between the femur and tibia being too large. Surgeon implanted a hinge with thick tray to close the joint space. No surgical delay has been reported. Doi: (B)(6) 2020 dor: (B)(6) , 2021, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.